Manufacturer narrative:
(B)(4). In this case, the valve was crimped in the incorrect orientation, and deployed upside down. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies . The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Immediately post deployment of a 23mm sapien xt valve within a preexisting 23mm mitroflowsurgical valve, the patient went into hemodynamic collapse. The anesthesiologist reported no movement of the leaflets and a full and distended left ventricle. CPR was immediately initiated and the patient was prepped to be placed on bypass. The decision was then made to deploy a second valve. A second valve was then prepped and successfully deployed so that it overlapped the position of the first valve. The patient¿s blood pressure recovered and the patient was subsequently weaned off bypass. After the procedure it was confirmed that the first sapien xt valve had been mounted in the incorrect orientation; this was verified by reviewing the fluoroscopic images. One day post procedure, the patient was reported to be doing extremely well.